Manufacturer narrative:
Concomitant medical products: product ID 694365 lead, date of implant: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed far-field oversensing. The lead remains in use. No patient complications have been reported as a result of this event.